Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display. Problem isolated to the motherboard.

Event description:
The customer reported that several times the insulin pump was ramping, and then the device had a blank display. Troubleshooting was performed. The battery was changed and the screen still was blank. No further info was provided.